Manufacturer narrative:
On april 20, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample on anterior view a crease/fold was observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with 700cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a 700cc mentor memorygel breast implant, catalog number 3507001bc, serial number (B)(4) on (B)(6) 2020.